Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a peritoneal dialysis infection. The cause of the event was not reported. The site of the infection was not reported. It was not reported if the patient was hospitalized for the event. Treatment and action with dianeal therapy were not reported. At the time of this report, the patient was recovered from the event. No additional information is available as the reporter declined follow up.